Event description:
The reporter stated that, the surgeon was inserting a 15.0 se/3.5 diopter lens model aa4203tl into patient's eye, and the plunger on the msi-tr injector caught on the lens and tore the lens. The incision was enlarged to remove the lens and another aa4203tl was inserted and a suture was used to close the incision.

Manufacturer narrative:
The product pertaining to this complaint was not returned however, the lens was received and a visual inspection shows there is a tear in the optic and a portion of the plate haptic is torn off & missing. There is clear and reddish surgical residue on the lens. Conlusions: no conclusion can be drawn. Based on the comlaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the cartridge was not returned for evaluation.